Event description:
An international customer ((B)(6)) reported that during the final tightening process the tip of an adjustable bridge driver fractured and separated from the instrument. The detached section approximately .200 in length remains entrapped within the center set screw of the implanted bridge.

Manufacturer narrative:
An evaluation of the suspect device revealed the instrument was properly manufactured and released in accordance with design specifications. Additional information provided indicated the fracture was the result of off-label use. The surgeon did not utilize the supplied 40 in-lbs torque handle when performing the final torque operation. The bridge driver ((B)(4)) was designed to be used in conjunction with the 40 in-lbs torque handle which delivers the proper amount of torque to the set screws within the zodiac adjustable bridge. Once 40 in-lbs of torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can delivered. (B)(4); adjustable bridge driver verification testing found that an average of 90 in-lbs of torque was required to reproduce this type of failure. The test established when the instrument is used as intended the tip of the bridge driver will not deform and/or fracture. Both the surgical technique and the supplied instructions for use (ins-025) provide instructions as to the proper torque requirements. Warnings: it is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Preoperative management: the surgeon should have a complete understanding of the function and limitations of each implant and instrument. Intraoperative management: adjustable bridge screws must be tightened to 40- in-lbs torque value as indicated by the surgical technique with the instruments provided.